Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the cautery pin "split in half," after which the procedure was completed with another captiflex standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the damage to the cautery pin have been unsuccessful to date. As it could not be determined whether the cautery pin was detached or broken, this will be considered an MDR-reportable event.

Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the cautery pin "split in half," after which the procedure was completed with another captiflex standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the damage to the cautery pin have been unsuccessful to date. As it could not be determined whether the cautery pin was detached or broken, this will be considered an MDR-reportable event.

Manufacturer narrative:
Visual evaluation of the returned device found the prongs of the cautery pin bent apart, and evidence of damage was noted in the material at the internal edge of one of the prongs. The unit extended and retracted according to specifications. The condition of the returned device was consistent with the complaint that the cautery pin "split in half"; the complaint was confirmed. The most probable root cause of this defect is improper handle assembly, and an investigation has been implemented to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. As it initially could not be determined whether the cautery pin bent or broke, this was considered an MDR-reportable event. However, investigation results revealed that the prongs of the cautery pin were bent apart; this is no longer considered an MDR-reportable event.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.